Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of multiple program alarm anomalies from the insulin pump. The customer's blood glucose reading was unknown.

Manufacturer narrative:
The insulin pump was received with frozen display on full segment due to faulty component on the interface board; however, the insulin pump was monitored after replacing faulty the component and no a13 alarms noted the insulin pump had cracked case at the display window corners and minor scratches on the lcd window.